Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient receiving morphine (unknown dose and concentration) via implanted infusion pump. It was reported that the patient was recently implanted on monday, (B)(6) 2024, and since then the patient had been lethargic, weak and a glassy look on their face. The hcp stated that they decreased the dose, went to minimum rate and emptied the reservoir with no improvement. The hcp stated they were explanting the system when the patient was more stable. It was unknown if the pump being turned off due to a problem with the device/therapy as the patient was not responding to the min rate mode or empty reservoir of drug. The hcp wanted the pump off passcode. The hcp stated they got the password yesterday, but it did not work today, (B)(6) 2024. No further information was provided.

Event description:
Additional information was reported from a company representative (rep) reporting that the device was not removed from the patient. No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B1 correction: corrected from previously product problem to adverse event <(>&<)> product problem h1 correction: it was previously reported that pump was not removed. The type of reportable event was corrected from being a serious injury to now a reportable malfunction. H6 correction: the previously applied annex a code a24 was replaced with a26. The annex e code e2402 was not previously indicated in error. The annex f codes f12 and f1903 were replaced with f11, f23, and f0103. Continuation of d10: product ID neu_unknown_prog serial# unknown product type programmer, physician medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.